Event description:
The customer contacted baxter's service center regarding a connection issue which occurred on the homechoice (hc) during fill 1 of 4. The hc alarmed with check heater line. The home patient (hp) had not properly connected the heater bag and it disconnected. The technical service representative (tsr) explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr walked the hp through ending therapy and advised him to call his registered nurse within the next 24 hours regarding the event. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed.